Event description:
A malfunction on the pump was reported, although no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues reoccur.